Event description:
It was reported on august 27, that the gantry of the selenia dimension will not stay locked. A field engineer examined the device and found that the right side switch bank rotation switch was not working. The field engineer replaced both c-arm switch banks and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.